Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow-up. Upon interrogation, the atrial lead exhibited intermittent noise. The noise could be reproduced with isometrics. Other electrical measurements were normal. No intervention or patient symptoms were reported. The patient would continue to be monitored.